Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the physical resistance and stent dislodgement to be related to interactions with the patient anatomy. A conclusive cause for the reported EKG/ECG changes, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified mid left anterior descending (lad) coronary artery. A 3.50 x 33 mm xience alpine stent delivery system (sds) was selected for the procedure. The sds was advanced with resistance to the lesion and during positioning of the stent implant in the lesion, the stent implant became stuck in the calcification and dislodged from the balloon. An unspecified snare was used to retrieve the stent implant from the anatomy. Two unspecified stent implants were used to successfully complete the procedure. At some point during the procedure the patient experienced changes to the readings on the electrocardiogram (ECG). There was no treatment given for the changes in the ECG readings. The patient remained hospitalized in order to have a procedure on another vessel. No additional information provided.